Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. There was however no evidence of an occurrence on the reported event date. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device kept shutting down unexpectedly. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report.

Event description:
The customer contacted physio-control to report that their device kept shutting down unexpectedly. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.